Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer attempted to prime 30 units of insulin. The customer reported using insulin pens to fill the cartridge and tandem technical support advised the customer it was recommended to use tandem syringes to fill the cartridge. Customer acknowledged, removed the cartridge and filled the cartridge with a tandem syringe. Customer was successfully able to load a new cartridge and resumed insulin therapy. Customer's blood glucose was 141 mg/dl.